Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had black screen and was unable to turn it on. A field service engineer (fse) found the auxiliary full-height drawer 7 failed, checked the rear console board with a multimeter, and replaced both the rear console board and the central drawer controller board. The drawer fully recovered, and the pharmacy technician confirmed and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station displayed a black screen and could not be powered on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.